Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during a routine follow up a 3b endoleak was suspected. The patient was reported as being in good condition and is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak is refuted, rather it was determined to be a type 2 endoleak (non-device related) of the lumbar artery. This is not consistent with the reported adverse event/incident. The complaint is most likely anatomy related. The internal mesenteric artery connected with one lobe of the dissection. It is unclear if the index procedure was performed for the dissection or for aaa growth. The aaa was less than 5.0cm. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: h6: medical device problem codes: remove code 1504; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during a routine follow up a 3b endoleak was suspected. The patient was reported as being in good condition and is currently being monitored while an intervention is being discussed. Additional information: an internal clinical assessment determined that the suspected type 3b endoleak is refuted, rather it was determined to be a type 2 endoleak (non-device related). Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.